Event description:
The pt was implanted with a smooth saline-filled mammary prosthesis on 2/11/1998. Subsequently, the pt experienced a rupture of the device and an infection. The device was removed on 12/28/1998.